Event description:
Related manufacturer report number: 2017865-2022-01919. During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead and right ventricular (rv) lead. The physician suspected ra and rv lead insulation damage to be the cause of the event, however this was not confirmed via diagnostic imaging. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.